Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula retracted, indicating a needle mechanism failure. The pink slide had moved forward but the cannula was not visible when the pod was removed. The patient's blood glucose level reportedly rose after wearing the pod for 2 hours but no values were provided. No information regarding treatment was provided.